Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose proglide closure system after an unknown procedure experienced difficulty inserting a 45 cm sheath. The patient's left groin was heavily scared and the physician was aware that deploying any closure device would be difficult. Extreme pressure was applied when inserting the proglide. Good pulsatile flow out of the marker lumen was obtained; however, anterior cuff miss was observed. The physician proceeded to bring the lever back down and to retract the proglide. It moved back slightly and stopped. Extreme force was used to bring the device back but unsuccessfully. During troubleshooting procedure the lever was moved up and down under fluoro, very hard to visualize. Viewing different angles while pulling back on the proglide the physician twisted and turned left and right while pulling back, but the device remained stuck. The patient was sent to surgery and the device was removed. The patient is reported to be well. Once the device was removed from the patient it was found to be separating, not totally detached. The surgeon found it very difficult to cut down the artery because of the heavily scared groin. No additional information available.